Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "hematoma" and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications ¿ juvéderm® volbella¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ haematomas. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the cheekbone and tear trough with juvéderm® volbella¿ with lidocaine. Prior to injection patient was pretreated with tetracaine and lidocaine 30%. After injection patient was "absolutely satisfied, except the hematoma." Two and a half months later patient developed nodules. Patient was prescribed prednisolone and desloratadine, and is currently ongoing with cortisone. Symptoms are ongoing.